Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the operation research team discovered a hole in the foley catheter. The catheter is not available for review. Per customer follow up received via email on (B)(6) 2025 stated that the product was packaged wrong and not used on a patient and because the registered nurse realized it was packaged wrong, and the sterile field was broken. Clinical opened a urinary catheter kit, and the catheter was not in the tray as expected and the sterile field was broken.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the operation research team discovered a hole in the foley catheter. The catheter is not available for review. Per customer follow up received via email on 05may2025 stated that the product was packaged wrong and not used on a patient and because the registered nurse realized it was packaged wrong, and the sterile field was broken. Clinical opened a urinary catheter kit, and the catheter was not in the tray as expected and the sterile field was broken.